Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the emergency room due to dizziness, and had a urinary infection. This device was last checked in november 2017 which showed four years remaining, while the most recently follow up showed .5 years remaining. No programming changes were noted since (B)(6) 2017, however automatic capture (ac) had been on and was programmed off. The rate response feature was also programmed off, and the gas gauge now read 2.5 years remaining. The device will be re-checked in three months. No premature battery depletion was alleged. No adverse patient effects were reported.